Event description:
It was reported that the biomed stated the arctic sun device was failed in calibration with error 80(non-recoverable system error). The expected value was 6c and the actual value are 30c. The flow rate are 1.6, chiller temperature (t4) was 28.1. There was no water in chiller tank and the mixing pump was failed. The system hours are 3820, pump hours are 3000. The biomed requested quote for 2000 hour service. Per follow up information received via email on 30aug2023, no additional information or sample is available at this time. An additional follow up is not required. Per sample evaluation results on 11sep2023, it was reported that the level sensor was reading full. The device went through the preventive maintenance program.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed during decon as a test mixing pump was needed to cool. Serviced the mixing pump, level sensor is reading full. The device went through the pm program. Serviced the circulation pump. Replaced the heater lot 1814 with lot 2231. Took the level sensor out clean and reinstalled the sensor with no issues. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was failed in calibration with error 80(non-recoverable system error). The expected value was 6c and the actual value are 30c. The flow rate are 1.6, chiller temperature (t4) was 28.1. There was no water in chiller tank and the mixing pump was failed. The system hours are 3820, pump hours are 3000. The biomed requested quote for 2000 hour service.